Manufacturer narrative:
Investigation summary: no samples or photos received by our quality team for evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
No additional information received.

Manufacturer narrative:
D.3. (B)(4) has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide needle was clogged/blocked. The following information was provided by the initial reporter: "during administration of meningitis c vaccine in thigh, needle separated from the syringe with pressure and the majority of dose sprayed out. Dose immediately repeated in different location with no issue. Needle is not screwed on to meningitis syringe, but rather connected with pressure. Did take longer during preparation to expel small amount of vaccine when eliminating air from syringe, but no back pressure significantly noted. Back pressure was significant when trying to inject vaccine to client and writer doubts any of the vaccine was transferred to client with first attempted dose. Given that even this week we are still finding needles of this type having silicone blockage, it is possible this is why the needle separated from the syringe when I put pressure on the plunger. I know that I did attach the needle firmly when I applied it to the syringe, so I suspect silicone blockage could have been at play." Impact of incident: received additional needle poke than necessary who was affected? Patient. Frequency of problem: recurring. Device information. Device name/description: needle hypodermic safety 25ga x 1 in. Manufacturer: (B)(4). Manufacturer code/model: 305916. Serial or lot number: (B)(6). Device expiry date (yyyy-mm-dd): unknown. Supplier: (B)(4). Supplier catalogue number: (B)(4). Was the device retained? No. Investigation request. Expected type of investigation: track and trend. Ahs mdip reference number (ID): (B)(4). Date of incident (yyyy-mm-dd): (B)(6) 2023. Site name/location: (B)(4). Level of harm: no apparent harm - reached patient/person.